Event description:
It was reported to philips that the system's image processing computer had failed, preventing exposure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and identified that the exposure issue was caused by a faulty frontal ippc. The fse replaced the frontal ippc and three hard disks (hdd) to resolve the issue, restoring proper system functionality. The ippc was returned for analysis, and result indicated a failure with the cmos battery. After replacement, the system was returned to use in good working order. The failure of the ippc can be attributed to the issues resolved in philips correction 2024-igt-bst-017. The codes were updated based on the investigation outcome.